Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the problem had been identified. It was stated the implantable neurostimulator (ins) had "slightly" flipped so the patient need to the press the handset against the skin in order to communicate. The patient was able to use their handset with the ins. It was noted that once effective therapy had been achieved, a date to reseat the battery could be scheduled. The patient was hoping to lose some weight, so the surgery would be postponed to a later date. No error messages were noted and it was stated that electromagnetic interference was excluded. As of the date of this report, the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 3037, serial# unknown, product type programmer, patient. (B)(6). (B)(4).

Event description:
It was reported the nurse was able to switch on and program a brand new implantable neurostimulator (ins), however the bonded patient programmer could not sync with the ins. It was stated they tried using a different patient programmer and still couldn¿t get it to synch, which suggested it was not the programmer. It was later reported the healthcare provider was not able to synchronize the patient programmer with the ins. It was stated the patient was sent home with the ins off and they scheduled a follow up appointment.